Manufacturer narrative:
The involved device has not been returned for evaluation. Therefore, the investigation was conducted based on a review of information provided by the user facility, retained samples and manufacturing quality records. Inspection and testing of retained samples from the reported lot and surrounding lots confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no indication that the event was related to a device defect or malfunction. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
Per the attached user facility medwatch report # (B)(4) received from the FDA on (B)(4)2014, "after cath lab procedure, as the sheath was being removed, the catheter of the sheath came apart from the hub and the inner steel coil unwound. The entire sheath including coils in the catheter was safely removed from patient." The original intended procedure was a cardiac catheterization.

Manufacturer narrative:
The involved device was returned & evaluated by qa at the manufacturing facility. Examination confirmed: both the inner and outer layers of the sheath were completely separated; the edges of the separated area were noted to be jagged and show evidence of having been stretched; and the separation was generated at approximately 217mm from the hub. There is no evidence that this event was related to a pre-existing device defect. Although a definitive root cause cannot be determined with the information provided the event description and appearance of the return sample is consistent with having been stretched to the point of separating both the inner and outer layer of the sheath. The device may have become snagged on a calcification, scar tissue, or tortuous anatomy, causing the clinician to pull on the device, which then resulted in the separation of the sheath. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 1118880-2014-00005 to provide the results of the evaluation of the returned sample.